Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic stomach resection, while stapling the stomach, the device did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. Another handle and reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic stomach resection, while stapling the stomach, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The reload was replaced with another from the same lot, however the device still did not fire. Another handle and reload was then used to complete the case without issues. There was no patient injury.